Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels and a1c has increased from 4.8 to 6.2. Reportedly, the suspected cause of the impacted bg's were due to the pump; however, no specific details were provided. The customer's bg was 212 mg/dl at the time of the report. The customer would administer shots to address impacted bg's. Troubleshooting was unable to be performed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.